Event description:
The customer contact reported the delivery took longer than expected. On an unspecified date and time, the device was programmed to deliver an unspecified concentration of doxorubicin and vincristine for a duration of 24 hours. No further programming parameters were provided. In 2008 at 1630, the delivery was started. Reportedly, the delivery was completed on two days later at 0100 instead of the intended 1630 on the previous day. The device was removed from clinical svc. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.